Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance and threshold. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.